Event description:
The customer felt that the insulin pump was delivering too much insulin. Troubleshooting was not possible as the customer was recovering from surgery, and was in some pain at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.